Event description:
Customer reported a past high blood glucose event approximately three weeks ago, with the highest level displayed as "high" and the specific value unknown. To resolve the high blood glucose, the customer changed the infusion set and cartridge and received guidance from technical support, who advised consulting with a healthcare provider.